Manufacturer narrative:
While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). There are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Hemorrhagic stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device will not be returned.

Event description:
It was reported by the vad coordinator that the patient was stable at home approximately eight months post-lvad implant with inr 2.2-2.4 and reported mean arterial pressures (maps) in 70s. According to the patient's sister, the patient was conversing fine on (B)(6) 2016. Fifteen minutes later, the patient was found to be confused. The patient reported possible headache the night before ((B)(6) 2016). The patient was admitted to the emergency room (ER) where an initial computed tomography (CT) scan of the head revealed bleeding in the left frontal lobe. At this time, all anticoagulation was stopped. Subsequent head CT scans showed increasing hemorrhagic brain bleed that ultimately resulted in mid-line shift of the brain and eventual herniation. By wednesday, (B)(6) 2016, the family was informed there was no other medical treatment that could be offered to reverse the effects of the brain bleed. The patient's brain stem eventually herniated and the patient expired on (B)(6) 2016. The official cause of death was hemorrhagic stroke. No autopsy was performed. The medical team deemed the event as related to the lvad device. The patient's anticoagulation was controlled and the patient had a history of good compliance with medication therapy. No further information was provided.